Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1953. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional relevant information becomes available.

Event description:
It was reported that a home patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for peritonitis and began treatment with pythynam (2gm, per day, and route not reported). Nine days after the onset of peritonitis, the patient had died due to cardiac arrest, while in the hospital. It was not reported if the peritonitis had resolved prior to death. It was also not reported if an autopsy was performed. Pd therapy was ongoing until the time of death.